Event description:
The customer reported to olympus that the video system center had the front panel flicker and the device could not be used. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was a printed circuit board failure causing the indicators to show on the front panel and the no image was due to a defective video connector. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegations were confirmed. It was determined that the printed circuit (cm) board failure was the cause of the event ¿lighting failure on the front panel¿. Additionally, it was also confirmed that the video connector failure was the cause of the event ¿no image¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.